Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information was requested. If it becomes available, the evaluation summary will be submitted in a supplemental report.

Event description:
It was reported that, "patient called to report that she is experiencing pain and clicking from her right hip. Cannot even walk around the block. Will seek a second opinion."